Event description:
The device was used during a laparoscopic cholecystectomy. It was reported the clip were falling out of the device. A second device was introduced to complete the procedure. There was no consequence to the pt. 10/1/96, rep reports clips were retrieved from the pt and it is believed no clips were left in the pt.

Manufacturer narrative:
D5;h4: information not provided by affiliate. 10/2/96 1515 message and 800# for md call back. Kjb. 10/3/96 nncl sent. Kjb.